Event description:
The pt had a below the knee amputation and pain rated 9/10. His stump was revised to be an above the knee amputation. Afterward the pt's pain was rated 4-5/10, but he had phantom limb pain and discrete pain in the stump incision not covered by neurostimulation. The pt felt no stimulation; electrode impedances were greater than 4000 ohms on program 2. The hcp attempted implantable neurostimulator revision surgery in 2008. The hcp discovered the leads had been connected to the extensions with medical adhesive, which took 1 hour to dissect. The hcp discovered 2 defective leads after disconnecting the leads from the extensions. The hcp decided to close the incision and reschedule the revision surgery due to lack of necessary leads, an assistant, and other resources. The following month, 2 new leads were placed into the epidural space under fluoroscopic guidance. The leads were successfully trialed intraoperatively. The pt had no sensory or motor deficits after surgery. The pt was discharged with antibiotics and keflex. At a 4 day post operative check the pt was in good spirits and was doing well. The incisional areas were clean, well-opposed, and without any signs of erythema or exudate. The system was interrogated. All parameters were within normal limits. Impedances were normal. The pt felt stimulation in painful areas. The hcp reported the pt outcome as "no injury".

Manufacturer narrative:
.